Event description:
It was reported that two cartridges did not fit onto the pump on two occasions. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue independently by changing out the cartridge and was able to load and resume insulin.